Event description:
It was reported that during an implant procedure of a dual chamber device, the right atrial and right ventricular leads were positioned and tested well through the lead analyzer, however when they were connected to the device, no pacing signal was observed. The ventricular lead had passed the interventricular septum (a perforation had occurred) so the physician elected to reposition the lead. The leads dislodged as the sheath was being slit. The leads were not used, and a single chamber device and lead were implanted. No further patient complications have been reported as a result of this event.